Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on after the keypad was torn and there was water exposure. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the pump had visible moisture in the display lens and visible corrosion in the battery compartment. The battery compartment was found to be cracked. A battery compartment leak was found during the in house leak test. The pump did not power on. Unable to complete required investigation steps due to internal moisture damage. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).